Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen. Upon further examination of the unit's interior, there were traces of corrosion on the connector that connects electrical board to electrical board. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had a critical pump error image on the insulin pump screen. The customer¿s blood glucose was 247 mg/dl. Troubleshooting steps were provided for critical pump error. Customer was advised to discontinue use of the pump and to revert to backup plan and the pump will need to be replaced. Insulin pump will be returned for analysis.